Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, when attempting to retract the catheter into the sheath after completing mapping, the catheter would not fully retract and when finally retracted, the catheter was noted to be frayed at the tip. As mapping was completed, the ablation catheter was inserted into the same access site and the procedure was continued. There were no adverse consequences to the patient.